Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer has had multiple, intermittent high blood glucose (bg) levels (over 600) with a large level of ketones. The ketone level was reported to be dangerous. The high bg seemed to occur 1-2 hours after inserting a new infusion set site. The infusion set site was changed and a correction bolus delivered. The bg level would lower to the target level. The contact did not see any damage to the infusion set. The cause of the high bg was not known. As the events had occurred in the past, troubleshooting was not performed. Tandem technical support advised the contact to discuss the high bg events with a healthcare provider.